Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, olympus also found that there was no image displayed on the videoscope and autoclavable camera head. Based on the results of the investigation, it is presumed that the cause is a failure of the low voltage switching printed circuit board and failure of the printed circuit board. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center had no image. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.